Manufacturer narrative:
The lot was manufactured october 22, 2019 to october 23, 2019. The devices were received for evaluation. Visual inspection was performed which identified the bladders have been ruptured. When the bladder ruptured during fill, fluid from the ruptured bladder leaked inside the device housing. The ruptured bladders were examined for signs of abnormality that may have led to the rupture; no signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause for the bladder ruptures may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume multirate infusors leaked; liquid spread inside the housing of the devices. This was observed during filling with an unspecified drug. There was no patient involvement. No additional information is available.